Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient had her stimulator going, but on the morning of the report when she was getting something out of the bag that she keeps the patient programmer in, it stopped, so she got out the patient programmer to check the battery. The patient stated that it wouldn¿t start, and her patient programmer was displaying an informational power on reset. There was no electromagnetic interference noted. The patient was able to successfully clear the power on reset message. The implantable neurostimulator battery was ¾ full. The patient was able to turn therapy back on and was getting adequate therapy. There were no further complications reported or anticipated.